Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed it was in the fully clip-deployed position. Inspection of the returned device indicated that there were clip tine marks on the carrier tube, suggesting that the clip was properly loaded onto the carrier tube during manufacturing and was fired off the carrier tube during use. There were no damages detected during inspection of the returned device. Contributing factors for the reported failure to achieve hemostasis after the clip deployment included, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Every clip was verified to be properly loaded onto the device during manufacturing. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported failure to achieve hemostasis after the clip deployment could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.